Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient initially underwent surgery by a different surgeon. After a fall resulting in a fracture, a revision surgery was performed using the revive stem. About a year later, an infection led to the removal of most of the stem and the placement of an antibiotic spacer. The final revision followed. The process has been extensive, and exact dates are unavailable. This MDR pertains to the first revision where the revive stem was used.